Event description:
It was reported that the generator was sent to the service center for repair. No patient consequence reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent per service manual operational and diagnostic analysis confirmed the generator issue. The bezel / ito assembly, gasket bonding display front, display lcd and two screws were replaced as identified in the investigation to address the issue. Additionally, the gasket lcd display rear, nut, 8-32 (earth ground) and two trim damping were replaced. This was unrelated to the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational.